Event description:
As reported by the field clinical specialist (fcs), 3 years, 6 months, and 12 days post-implant of a 26 mm sapien 3 valve in the aortic position, the 26 mm sapien 3 valve was explanted and a inspiris resilia valve was implanted. The reason for explant is unknown at this time.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported by the field clinical specialist (fcs), 3 years, 6 months, and 12 days post-implant of a 26 mm sapien 3 valve in the aortic position, the 26 mm sapien 3 valve was explanted and a inspiris resilia valve was implanted. The reason for explant is svd- calcification. The tte showed, the bioprosthetic aortic valve is well seated. Probably mild to moderate calcific prosthetic stenosis noted. No lv thrombus. Per the operative report, the patient presented with stenosis and chf. The patient underwent a re-do sternotomy, CABG x1, explant of tavr and implant of an avr 21mm inspiris valve. The surgical pathology assessment showed multiple fragments of white-tan to yellow, hard and markedly calcified fragmented of valvular cusps.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a medical record review. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Imagery was not provided. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. As a technical summary written by edwards applies to this complaint event, a full engineering evaluation is not required. Review of the IFU is captured in the technical summary. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for calcification was confirmed from the medical report. A review of DHR did not indicate that a manufacturing non-conformance contributed to the reported event. A review of the IFU revealed no deficiencies. An existing technical summary written by edwards lifesciences documents the root cause analysis on valve calcification over the time in patient. Per technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per the technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported, '3 years, 6 months, and 12 days post-implant of a 26 mm sapien 3 valve in the aortic position, the 26 mm sapien 3 valve was explanted and a inspiris resilia valve was implanted. The reason for explant is svd- calcification'. Per medical record review, patient had history of chronic kidney disease, hypercholesterolemia and diabetes mellitus. It is well known that patients with chronic renal disease are predisposed to bioprosthetic heart valve calcification. And hypercholesterolemia is also a risk factor due to elevated cholesterol levels being implicated in the vascular calcification process. In addition, diabetes mellitus can also be a risk factor for leaflet calcification. Tissue calcification is a very common failure mode of structural valve deterioration (svd). As such, available information suggests that patient factors (chronic kidney disease, hypercholesterolemia, diabetes mellitus) may have contributed to the reported event. The technical summary is applicable to this complaint because valve calcification was contributed by patient factors.